Event description:
An attorney reports that their client underwent lasik surgery on their right eye. The patient alleges that the microkeratome used cut a deep flap. Three weeks post-op, they experienced double vision of objects over 100 yards away. Four months following surgery, the patient alleges testing and evaluation showed an irregular cornea and irregular astigmatism. An enhancement was performed eight months after the inital lasik. Following the enhancement the patient developed ectasia and irregular astigmatism. The patient was fit with a rigid contact lens, approximately three years after initial lasik, but the size and fit was incorrect causing corneal specialist. Examination by the corneal specialist showed bcva was 20/60-1 and the patient was diagnosed with corneal warpage from a poorly fit contact lens.

Event description:
Add'l pt records were received. The pt was referred to another physician for evaluation of their right eye following lasik surgery. This physician examined the pt and found corneal warpage due to a poorly fitting rigid contact lens. The pt was re-fit with a correctly fitted rigid contact lens. One week following the contact lens re-fit, the pt's bcva was 20/25.